Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Awareness date reported on follow up 1 report as 08/20/2019 but should have been 10/9/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the complaint device was not received for investigation. The following investigation is based on the image provided in attachment ¿img_2419.jpg¿ investigation flow: device interaction . Visual inspection: a single image of a threaded holding sleeve for polyaxial screws (p/n 03.614.017 lot unk) was received showing no identifiable defects or deformities. There are no defects or deformities identified that may have contributed to the complaint condition based on the provided image. Functional inspection and dimensional inspection functional testing and dimensional inspection could not be completed as the device was not returned. Dimensional and document/specification review: a manufacturing record evaluation could not be performed as the lot number could not be determined from the provided image. The exact manufacture date of the device is unknown, the following drawing reflecting the current revision was reviewed. - spring loaded threaded driver sleeve 03_614_017 rev g during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is unconfirmed for the threaded holding sleeve for polyaxial screws (p/n 03.614.017 lot unk). No definitive root cause could be determined. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) threaded holding sleeve would not thread into the synapse 3.5 screw during an unknown surgery. It was unknown if there was surgical delay. Surgical procedure and patient outcome were unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This is report 1 of 2 for (B)(4).